Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that a 'localizer faulted' occurred during registration and camera recognition was defective. The procedure was completed after changing it to em. The next day, a pump battery error was confirmed. There was no reported delay, and no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, lot #: p904798, h3, h6) the 9735821 camera/positioning sensor unit (psu) was returned to the manufacturer for evaluation. The returned psu contained scratches on the housing and lenses. A check of the event log revealed intermittent firmware incompatibility. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .857mm with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.